Event description:
It was reported that catheter break occurred. An angiojet solent omni was used for thrombectomy procedure. However, during preparation, a fracture in the catheter shaft was noticed. The procedure was completed with another of the same device. There were no patient complications reported.